Event description:
Information received with return of the device notes that prior to implantation, the settings of the device were confirmed. After programming the sensitivity, it was noted that the rate was changed to 100 ppm. Since the deviice exhibited phantom programming, it was not used.